Event description:
Report received of retrograde flow. The customer reported that the pts primary line was infusing normal saline via gravity. A secondary infusion of zofran was infusing via the upper y-site. The nurse was adjusting the zofran rate, when she noted bubbles and fluid moving up the primary line. Both of the solution bags and tubing sets were changed. Therapy was resumed. There were no reported adverse pt effects. Though requested, no additional information was provided.